Event description:
I first experienced a rash in which my healthcare providers couldn't figure out what it was or what was causing it. As time went on the rash got worse and they thought maybe it's chicken pox or shingles. A nurse didn't think that was correct that it looked like an allergic reaction to something. I later noticed my breast implant felt like a rupture. Later a CT scan confirmed a difference which led to an MRI to confirm it. It was noted on a pervious CT scan that it was lower but they were looking at my lungs not the implants. As of now I'm so for a consult to have them removed. They are slow now wondering if when I got them in if that is what caused my autoimmune disorder or just breast implant illness. My symptoms didn't develop till after I had put them in which has now led me to infusions weekly and on disability. Pain, headaches. FDA safety report ID # (B)(4).